Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the dilator is too blunt to precisely insert into the blood vessel.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided three photos for this investigation. Photo one showed the dilator was slightly bent near the tip. Photo two was of a kinked guide wire and photo three was the lidstock of the product. The customer complaint of a damaged dilator was confirmed through the customer provided photos. The device history records were reviewed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit warns the user "do not leave dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation." The probable cause of the dilator damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the dilator is too blunt to precisely insert into the blood vessel.